Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the expiratory filter from the customer stock, and it resolved the issue. The replaced part will not be returned.

Event description:
It was reported that a ventilator generated audible and visual alarms, and stopped cycling. There was no patient involvement.